Event description:
Reportable based on device analysis completed on 22-dec-2021. It was reported that shaft kink occurred. During unpacking of a 7.0x20x75cm express ld vascular stent, the delivery shaft was found to be kinked and damaged. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: a visual examination identified that the balloon of the device was tightly folded which indicates it had not been subjected to positive pressure. The stent was crimped in the correct position on the balloon. A visual examination found the shaft and stent of the device to be kinked at the same location. No other issues were noted during analysis.